Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the atrial lead exhibited noise oversensing correlating to patient symptoms of valvular stenosis. No interventions were performed and the atrial lead was installed with no issue. The patient was in stable condition.